Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted, due to cystocele, urinary incontinence. It was reported that following insertion the patient experienced bleeding, at times, a lot, over a long period of time, when sitting could feel an uncomfortable pricking feeling inside; mesh was or seemed to be coming out or pulling down and sexual partner could feel mesh pricking during intercourse. It was reported that patient underwent mesh revision on (B)(6) 2012, due to the mesh which had folded over, the incision was not healed and that it looked brown instead of pink; extrusion. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03442. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.